Event description:
During a rectocele repair, the stapler failed to cut and staple. The mucosa remained trapped around the anvil, but the surgeon was able to remove it without causing any injuries to the pt. The procedure was then completed using another stapler. One device is being returned.